Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hungary. Name: medtronic minimed. Country: united states of america. (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that patient experienced hyperglycemia and diabetic ketoacidosis event on (B)(6) 2026 and patient visited the emergency room and treated with insulin intake via pen and hospitalization lasted less than twenty-four hours.